Manufacturer narrative:
Root cause of the reported issue was not determined. Advised distributor to work with the customer on proper electrode placement to resolve the issue.

Event description:
The customer contacted stryker to report that their device prompted the message ¿connect electrodes¿ while the electrodes were connected to the device. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.

Event description:
The customer contacted stryker to report that their device prompted the message ¿connect electrodes¿ while the electrodes were connected to the device. There was no patient use associated with the reported event.